Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead displayed high pacing thresholds (5.0 v at 1.0 ms ). As a result, this ra lead was surgically abandoned and replaced. No additional adverse patient effects were reported.